Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete ID provided due to the amount of allowable characters for this field were exceeded.) All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer reported a falsely elevated alinity I free t4 (ft4) result for one patient. The following data was provided: sid (B)(6): (B)(6) 2024 (ran on (B)(6)): ft4 result = 26.69 pmol/l, (B)(6) 2024 (ran on (B)(6)): ft4 results = 15.63 pmol/l and 16.65 pmol/l. Other testing provided: on (B)(6) 2024: tsh result = 1.78 uiu/ml (normal). The customer suspected the elevated ft4 result to be discrepant as tsh result was normal. The customer reference range for ft4 is 9 to 19 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 63089ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 63089ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I free t4 (ft4) result for one patient. The following data was provided: sid (B)(6): (B)(6) 2024 (ran on (B)(6)): ft4 result = 26.69 pmol/l. (B)(6) 2024 (ran on (B)(6)): ft4 results = 15.63 pmol/l and 16.65 pmol/l. Other testing provided: on (B)(6) 2024: tsh result = 1.78 uiu/ml (normal). The customer suspected the elevated ft4 result to be discrepant as tsh result was normal. The customer reference range for ft4 is 9 to 19 pmol/l. There was no impact to patient management reported.